Event description:
It was reported that a patient had a nasogastric feeding tube that became blocked. An axr was performed and no kink was seen. Upon removal, it was noted that the tube was kinked.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30349117 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The tube was flushed through the y connector (proximal end). There was slight resistance felt while flushing the tube. Some creamy light brownish substances were flushed out of the tube after couple attempts. After decontamination, while examining the entirety of tube during evaluation, there was an area on the tube that exhibited kinking. There was kink mark approximately 5.5cm from the top of the bolus tip until the area of kink. A root cause has not been established. All information reasonably known as of 12 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.